Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 9/13/2018, belt: 8/8/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at approximately 9:06 pm, while wearing the lifevest. It was reported that the patient had a heart attack and that the lifevest never alarmed. It was reported that the lifevest was then removed while the patient was in the ER. Per clinical review of the available ECG data, the device was started up at 20:24:51 on (B)(6) 2019. The patient was in sinus tachycardia at 110 bpm degrading to ventricular tachycardia (vt) at 280 bpm degrading to ventricular fibrillation (vf) with CPR/motion artifact. The patient received a non-lifevest defibrillation, while the patient was in vf with motion artifact. The patient's post shock rhythm was vf with CPR/motion artifact. The patient remained in vf with CPR artifact until the device was shutdown at 20:30:05 on (B)(6) 2019. The patient was seen in vt/vf intermittently for approximately 4 minutes. He patient was in af at 100 bpm with CPR artifact from 05:35:55 to 05:37:35. The patient was then in vf with CPR artifact for approximately 5 minutes before receiving a non-lifevest defibrillation at 05:46:29. CPR/motion artifact prevented the lifevest from delivering a treatment from approximately 20:26:04 until the electrode belt was disconnected at 20:30:05 on (B)(6) 2019. The patient was reportedly in the hospital ER and under medical care at the time of passing. It was reported that hospital staff performed resuscitation efforts. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.